Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl; cause of bg not known. The customer went to the emergency room (ER) where staff "shut off the pump" and treated the customer with intravenous fluids of glucose to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support confirmed the pump was functioning as intended.